Event description:
It was reported that surgeon had a cataract surgery patient in recent past that was treated with catalys arcuates. After successful cataract surgery and intraocular (iol) implant, he said the patient developed epithelial ingrowth through an arcuate that intersected with a previous lasik flap. A successful debridement procedure was performed, the patient has healed completely and his vision is as would be expected from successful cataract surgery. No additional information was provided.

Manufacturer narrative:
Section h3: the device was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.